Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a skin reaction with itching, rash and pimples extended beyond the patch perimeter. The patient experienced little bumps and rash from the elbow to the shoulder but only on the back and front of the 2 arms and not the underside of the arm. The patient was unsure if it caused by the sensor or something else. The skin reaction was treated with over-the-counter vaseline and assorted lotions. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. At the time of the report the arm still had fine bumps and itches. No additional patient or event information is available.